Event description:
Just a short while after my mother received her stents she had to go into the hospital to have some of her stomach removed. She went through that surgery well. She was moved out of recovery to her own room and began her exercises. She was doing great. Out of the blue, the hospital called me stating her oxygen level had dropped dramatically and needed to put her on the ventilator. By the time I got to the hospital, mama died. The attending physician who did the surgery was so, so puzzled for she had cleared the danger zone then without explanation, we lost her. There was not an autopsy done but the other physician said she died from a blood clot that went to her brain causing a stroke. Before her surgery, after she got the stents, she had very unusual respiratory problems- congestion- that she and the doctors could not clear up.